Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's drg leads had migrated and high impedances due to fibrosis. Surgical intervention was undertaken on (B)(6) 2024 during which the entire system was explanted and replaced. Therapy was restored post-op.